Event description:
On 07/12/2023 (B)(4), employee of intuvie, received a call from (B)(6), patient of (B)(6) center, and the following call notes were documented: pt said she woke to a blank screen. When she called she was in the rx screen but I had her back up just to be certain there was a resume infusion. We hit the "I" button once and the only choice was new infusion. All infusion parameters were lost. We powered the pump back off, clamped the line, and I instructed her to go into her clinic to get the pump swapped out. She understood. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Unsure if device will be returned as facility may deem it a battery management issue and keep it. On 7/12/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.